Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an overstimulation sensation in the left and right arm and neck following an unrelated medical issue. She had a "gi flu" and had to lower stimulation to a more comfortable setting. She returned the ins to a previous setting but the stimulation did not feel the same. The stimulation was at a "different frequency". She was at home in fair condition. She had an appointment scheduled with her physician on (B)(6) 2011. Additional info has been requested.